Event description:
The vasoview hemopro endoscopic vessel harvesting system has two prongs on the tip which should be connected; however, while the surgeon was attempting to harvest the vessel, the tip of both prongs broke apart from each other. The device was returned to the company representative on 12/12/2017.